Event description:
The customer reported that an internal paddle set failed during testing.

Manufacturer narrative:
The customer reported that an internal paddle set failed during testing, the factory has not yet received the device for eval, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation. The device serial number is unk at the time of this initial report.